Manufacturer narrative:
Additional information: adverse event information received (B)(6) 2015. Consumer reported that she was seen in the emergency room on (B)(6) 2015 and admitted to the hospital. Consumer reported that she was discharged on (B)(6) 2015. Consumer reported that she is allergic to peg and it is in the product so it caused her to have an allergic reaction. Her allergic reaction included burning mouth, mouth dry, feeling achy, feeling poorly, mouth sore, roof of mouth sore, throat sore, sore tongue, itchy elbows, her skin felt funny, further described as it felt like she applied menthol to it. Consumer reported that she passed out on (B)(6) 2015, which has resolved. All other adverse events have improved but are not resolved. Consumer reported that she had an unrelated fall that same day she was admitted to the hospital which is giving her chest pain and she had an chest x-ray for this. While at the hospital the consumer had an echocardiogram, carotid artery test, aorta test, and blood work and urine test. All test were normal. Consumer reports she takes flecainide 5 milligrams twice a day, lexapro 5 milligrams once a day, protonix 40 milligrams once a day, pravastatin 20 milligrams once a day, torsemide 6.25 milligrams once a day, coumadin 5 milligrams once a day on monday and friday, coumadin 2.5 milligrams once a day on tuesday, wednesday, thursday, saturday, sunday. Vicodin 7.5-300 once a day. Consumer does not have a follow up schedule nor did she let the doctor know she was using the product. This case was marked as a serious adverse event due to the hospitalization. The follow up information was received on (B)(6) 2015 via authorization form to contact physician. The consumer reported vogue symptoms mouth, tongue, and throat burning, skin felt funny, felt sick, fainted (broke 6th rib found 2 weeks later). He stopped biotene then symptoms disappeared. He tested it again then symptoms returned. He admitted that he has allergy to polyethylene glycol which he found it in spray he can't explain about mouthwash. The biotene mouth spray with lot number u5d171 and expiration date 20 march 2017. The biotene mouth wash with lot number 5020c1 and expiration date 20 march 2018 was updated in the case.

Event description:
Allergic reaction, passed out, burning tongue/sore tongue, feeling achy, arms hurting/legs hurting, mouth burning/mouth felt on fire, roof of mouth hurts/sore mouth/roof of mouth sore, dry tongue, feeling poor, itchy elbows, mouth dry, skin felt funny, sore throat, chest pain, unrelated fall, felt sick, fainted, broke 6th rib. Case description: this case was reported by a consumer and described the occurrence of allergic reaction in a (B)(6) year-old female patient who received glycerin (biotene mouth spray ((B)(4))) oromucosal spray (batch number (B)(4), expiry date 20th march 2017) for product used for unknown indication. Co-suspect products included oral moisturisers (biotene mouthwash (2013 formulation)) mouth wash (batch number (B)(4), expiry date 20th march 2018) for product used for unknown indication. On an unknown date, the patient started biotene mouth spray ((B)(4)) and biotene mouthwash (2013 formulation). On (B)(6) 2015, an unknown time after starting biotene mouth spray ((B)(4)), biotene mouthwash (2013 formulation), flecainide, pravastatin and coumadin, the patient experienced passed out (serious criteria gsk medically significant). On (B)(6) 2015, the patient experienced chest pain and fall. On an unknown date, the patient experienced allergic reaction (serious criteria hospitalization and other: serious adverse event), burning tongue, pain, pain in arm, burning mouth, soreness roof of mouth, tongue dry, feels poorly, pruritus, dry mouth, disturbance of skin sensation, sore throat, burning in throat, feeling unwell, fainting and sixth rib fracture. Biotene mouth spray ((B)(4)) was interrupted-(dechallenge was (B)(6)). Rechallenge with biotene mouth spray ((B)(4)) was (B)(6). Biotene mouthwash (2013 formulation) was interrupted (dechallenge was (B)(6)). Rechallenge with biotene mouthwash (2013 formulation) was (B)(6). On an unknown date, the outcome of the allergic reaction, burning tongue, pain, pain in arm, burning mouth, soreness roof of mouth, tongue dry, feels poorly, pruritus, dry mouth, disturbance of skin sensation, sore throat, chest pain and fall were recovering/resolving and the outcome of the passed out was recovered/resolved and the outcome of the burning in throat, feeling unwell, fainting and sixth rib fracture were unknown. The reporter considered the allergic reaction, pain, pain in arm, burning mouth, soreness roof of mouth, tongue dry, feels poorly, pruritus, dry mouth, disturbance of skin sensation and sore throat to be related to biotene mouth spray ((B)(4)). It was unknown if the reporter considered the passed out, burning tongue, burning in throat, feeling unwell, fainting and sixth rib fracture to be related to biotene mouth spray ((B)(4)) and biotene mouthwash (2013 formulation). The reporter considered the chest pain and fall to be unrelated to biotene mouth spray ((B)(4)). It was unknown if the reporter considered the allergic reaction, pain, pain in arm, burning mouth, soreness roof of mouth, tongue dry, feels poorly, pruritus, dry mouth, disturbance of skin sensation, sore throat, chest pain and fall to be related to biotene mouthwash (2013 formulation).